Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced electro-magnetic interferrence (emi) oversensing which caused an inappropriate tachy shock and brady pacing inhibition. No further problems have been noted.